Event description:
Caller reported that half of the pump screen was black, preventing visibility on the left side. There was no adverse impact on the customer's blood glucose level. Customer was unable to read the pump screen due to the issue, and as a resolution, the technical support committed to replacing the pump, which was under warranty. In the meantime, the customer would use a backup insulin pump to ensure uninterrupted insulin delivery. The customer was instructed to return the problematic pump using a pre-paid label, with further instructions provided via email.